Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced accidental dislodgement of the infusion set when the tubing was caught in which resulting in removal of the adhesive and pulling out of the infusion set event on (B)(6) 2025.